Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# v650726, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# v638131, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 399945, lot# v453964, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the extension component of the patient¿s implantable neurostimulator (ins) system had ¿poked¿ through the skin and was exposed with erosion noted at the lead extension connection location. The surgeon opted to remove the leads, extension, and ins and treat the patient as if they had an infection present. However, there were no signs or symptoms of infection present. It was reported that perioperative antibiotics had been administered. Laboratory blood work was noted as normal and cultures were sent (no results reported). On follow up, the patient was reported as doing fine in recovery. If additional information is received, a follow-up report will be sent.